Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that bd vacutainer® urine transfer straw was difficult to attach to the tube. The following information was provided by the initial reporter: "urine straw -> difficult to push the urine tube in the straw. Urine straw -> difficult to push the urine tube in the straw. You have to push very hard. Is very difficult the customer told me."

Event description:
It was reported that bd vacutainer® urine transfer straw was difficult to attach to the tube. The following information was provided by the initial reporter: "urine straw -> difficult to push the urine tube in the straw. Urine straw -> difficult to push the urine tube in the straw. You have to push very hard. Is very difficult the customer told me"

Manufacturer narrative:
Additional information d.10 samples received: (B)(6) 2020 h.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for other (difficult to push the urine tube in the straw) with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.